Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery loss issues. Customer stated that the insulin pump's battery was not lasting enough. It had gone from the battery lasting four to six weeks and then this to two weeks to eight days, which they doesn't think was acceptable. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black, on (B)(6), 2022 customer alleged insulin pump's unexpected battery power loss. Insulin pump passed active current measurement and displacement test. Insulin pump failed sleep current measurement due to corroded battery tube. Insulin pump successfully downloaded traces and history file using thus. P-cap / reservoir locks properly into place. However, unit received with unexpected battery power loss and had high sleep current. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the power loss alarm in insulinpump downloaded history on (B)(6), 2022 at time 01:38:38.000 and low battery alert in insulin pump downloaded history on (B)(6), 2022 at time 13:51:00.000 due to corroded battery tube. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Corrosion was noticed on battery tube. The following were noted during visual inspection: cracked case behind the insulin pump at the battery compartment, and pillowing keypad overlay. Insulin pump passed all required testing. Unexpected battery power loss and low battery alert was confirmed due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.